Manufacturer narrative:
Full UDI unknown since no lot number was provided. No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "the clips slipped off the cystic duct after applying them and the clip applier felt different to usual and after the procedure the patient experienced a bile leak'. The patient is ok but has had to have another procedure the surgeon said it may just be a coincidence but the clip applier did feel different that day." Patient status- healthy.

Manufacturer narrative:
Investigation summary: on march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective action request has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.